Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was determined to be cardiogenic shock and right ventricular failure, with additional concern for pump thrombosis. The patient had upward trending lactate dehydrogenase (ldh) along with intermittent power spikes. There were no sustained power elevations and the parameters were generally close to baseline. The patient was being treated with 25mg doses of tissue plasminogen activator (tpa) at a rate of 3mg/hour on (B)(6) 2022 and (B)(6) 2022 for the suspected thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was returned assembled with the driveline (dl) severed approximately 2.5" from the pump housing. The remainder of the dl including the controller connector was not returned. No damage was observed on the silicone jacket. The attachment of the dl to the outlet housing was intact and appeared to be free of damage. The locking key/disk used to align and secure the inlet and outlet housing was present and seated properly. The proximal side of the inlet stator and distal side of the outlet stator revealed a dried layer of fixed, post-explant blood; no developed depositions or thrombus formations were observed. The rotor was able to freely rotate upon manipulation by hand. Visual examination of the outlet stator revealed a deposition that surrounded the bearing ball. This deposition appeared to be a mixture of fixed, denatured blood and tissue, that was hard in texture and strongly adhered. Its lack of concentric layering appears to indicate that the deposition did not initially form in the outlet stator; however, the origin could not be determined through this evaluation. The deposition¿s areas of denaturation, as well as the contact marks at the distal end of the rotor, suggest that it was present while the pump was supporting the patient. A duration of time for which the deposition was present in the device could not be determined through this evaluation. A specific cause for the presence of the observed deposition in the outlet stator could not be conclusively determined; however, it would have contributed to the reported increase in ldh, as well as the intermittent increases in pump power. Upon removal of the deposition, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the dl did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification; the device functioned as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis, device thrombosis, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.